Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was confirmed based on the available information. Investigation suggests that patient factors (stenosis, calcification) likely contributed to the event resulting in the lcc injury, as it was reported that calcification was present on the native leaflets and the ava was 0.8cm^2, indicating stenosis. Stenosis can stiffen the leaflets. These patient factors can create a challenging anatomy to navigate and contribute to difficulty crossing the native annulus. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm commander delivery system (ds), when crossing the native valve, significant resistance was encountered between the ds and the native annulus, and the ds was pushed in, causing the 26 mm sapien 3 ultra resilia (s3ur) valve to be positioned deeper than the intended position. Attempts were made to adjust the position by pulling up the ds causing the s3ur valve to touch the non-coronary cusp (ncc) side. To dislodge it, strong force was applied while flexing and unflexing. The s3ur valve then passed through the left-coronary cusp (lcc) direction and was abruptly pulled up into the ascending aorta. To cross the s3ur valve through the native annulus again, the flex tip was flushed with the s3ur valve at the ascending aorta. During the second crossing of the native valve, resistance was encountered again, but the valve position was able to be adjusted, and the s3ur valve was deployed in the aortic annulus 80:20 aortic/ventricular as intended. Transesophageal echocardiography (tee) revealed a structure approximately 15 mm on the ascending aorta side flapping. Hemodynamics were stable and the flapping structure was determined not to be the s3ur valve leaflets. Considering the risk of the structure moving with pulsations and causing an embolism, a thoracotomy was performed, and the structure was removed surgically. Upon opening the chest and accessing the ascending aorta, it was found that left coronary cusp (lcc) of the native valve had ruptured and was caught within the s3ur stent. The caught native valve cusp structure was excised, the chest was closed, and the patient left the operating room. The physician believes that the scraping of the aortic valve during valve crossing was the cause of the rupture.